Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer alleged that he performed a control test using one of his breeze2 systems and received a result of "lo". A normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. While customer service was gathering additional information, the call was disconnected. Customer service called the customer back, but he was not willing to continue. No product will be returned.